Manufacturer narrative:
The directions for use that were included with this kit when it was sold included a paragraph that in part states the following. "During all dialysis procedures, frequent visual inspections should be conducted to detect leaks and prevent blood loss or entry of air into the extracorporeal circuit."